Event description:
The patient requested that his pacemaker system be explanted because he was being paced less than 1 percent and the system had been implanted for more than 10 years. During the explant procedure, the physician was removing the rv lead and nicked the svc. The patient expired during the procedure. There are no allegations against the system.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri which was activated on (B)(6) 2019. The amount of charge taken from the battery was verified. The battery condition was found to be as expected. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed in eri mode. There was no indication of a device malfunction. In conclusion, the pacemaker was fully functional. The battery status was anticipated.